Event description:
It was observed that during the device evaluation, the subject device exhibited that the solenoid valve was scratched and malfunctioned, causing the flow rate to be unstable intermittently. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.